Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fixation device deployed three fasteners successfully and at the fourth to fifth shots, deployed broken fasteners. The subject device was returned for evaluation. No broken fasteners were returned with the sample. Functional evaluation of the sample could not be performed as no fasteners remained in the sample. All fifteen fasteners have been deployed from the device prior to return. The sample was evaluated and no manufacturing anomalies were found. Based on the investigation performed and evaluation of the returned sample, the results of this investigation are inconclusive due to the sample being returned empty of fasteners. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿

Event description:
As reported, during a ventral incisional hernia procedure on (B)(6) 2021, the surgeon used a bard/davol sorbafix enhanced fixation device to fixate unknown mesh on the peritoneum site. It was reported that three fasteners were deployed successfully and at the fourth to fifth shots, broken fasteners were deployed. The surgeon is an experienced user of the device. There was no reported patient injury.